Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call low blood glucose and failed battery test. Customer's blood glucose level went as low as 50 mg/dl. Customer treated their low blood glucose with juice. Customer's mother believed the patient went low due to their physical education at school or the food they consumed. Troubleshooting for failed battery test was performed. Customer was advised to remove the battery and place a new one inside the insulin pump. Customer was advised to monitor the issue and call back if issues persist.